Event description:
It was reported that during a routine check-up, it was observed that the attachment device did not turn the burr devices. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be fully inserted into the device. Therefore, the reported condition was confirmed. It was determined that the bearings were worn out, loose, and out of axial alignment which created a situation where the cutter was not able to be inserted. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.